Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was monitored for eight hours with multiple basal rates and passed the self test, reset error test and displacement test. No blank display or reset error was noted. All operating currents were within specification and no unexpected battery alarms were noted. No damage was noted inside of the insulin pump. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a stripped battery cap coin slot.

Event description:
It was reported that the customer's insulin pump turns off and on with out a warning. The customer also reported a blank display. Customer's blood glucose level at the time 66mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.